Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by the customer reported an adhesive-like translucent material was observed on the barrel of a syringe in the tray. Verbatim: rcc received a complaint via email. Email(s) attached. An adhesive-like translucent material was observed on the barrel of a syringe in the tray. Date discovered- 5-jan-24

Manufacturer narrative:
Our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection the sample photos. Analysis of the sample photos showed that there was cardboard within the tray of the sample. Bd determined that the cause of the failure was related to incorrect handling of material during the packaging process of this product. A retraining shall be performed with all the manufacturing personnel involved in the packaging of this product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.

Manufacturer narrative:
Our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection the sample photos. Analysis of the sample photos showed that there was cardboard within the tray of the sample. Bd determined that the cause of the failure was related to incorrect handling of material during the packaging process of this product. A retraining shall be performed with all the manufacturing personnel involved in the packaging of this product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information provided.